Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per the DHR (device history record) review the product concha neptune, serial number (B)(4) was manufactured on 12/15/2011. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the device will not turn on. The alleged defect occurred during pre-test/set-up. No report of a patient injury or delay in treatment.